Event description:
IV catheter was placed in right hand. Fluids were placed to hub of catheter. Fluids started leaking around the hub of the catheter. Upon removal of catheter, only the hub came loose. Shaft of the catheter was broken off and remained in vein. Vascular surgeon removed shaft.